Event description:
The complainant stated that the unit was smoking and now only runs on a/c. The power indicator light was also not on when the unit was in use. The unit was returned to ohio medical corp for further eval. The device was returned to ohio medical corp and a replacement unit was sent to the customer. The damaged unit was kept for further eval by qa and engineering. This event did not contribute to a death, illness or injury.